Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure in the sigmoid colon of a patient on (B)(6), 2010. According to the complaint the patient presented with an obstruction as a result of a malignant tumor. The patient's anatomy was not tortuous. During the procedure, the catheter kinked, and the stent failed to deploy. The device was removed from the patient, and the procedure was completed with another stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Investigation results revealed that the distal handle was detached and the sheath was torn. Therefore, this event is now deemed reportable.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082513.

Event description:
On october 5, 2010, the lay user/patient in (B)(6) contacted lifescan to report the one touch vita meter was giving inaccurately high readings. On october 7, 2010 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2010 the patient obtained the blood glucose reading of 117 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. Prior to that reading, the patient had been exercising (yoga). One minute later, the patient experienced the symptoms of weakness, fatigue, sleepiness and coma. Two hours later, the patient "woke up", administered self-treatment with food, and felt better afterwards. She did not seek any medical attention, and she had received no treatment while she was comatose. The tsr confirmed that the patient does indeed take medication for her diabetes: novorapid insulin three times per day on a sliding scale, and lantus insulin 15 units daily. Earlier on the day of this event, the patient had obtained the fasting blood glucose reading of 68 mg/dl. Her expected fasting results range from 50 mg/dl to 60 mg/dl. The patient had eaten breakfast of bread and coffee. During the troubleshooting telephone call, quality control testing was performed with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered coma and symptoms suggesting severe hypoglycemia after she obtained a normal blood glucose reading on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 2/supplemental report text- 11/19/2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.